Event description:
Caller reported an error with the continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions, and the caller planned to reset the pump at their convenience and contact support again if the issue continued.